Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was not confirmed. However, a failed leak test due to a cut on the cable was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head is unable to display image after plugging into the power source. The event occurred during preparation for use, prior to a diagnostic cystoscopy ureteroscopy procedure. A similar device was used to complete the procedure and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that a cable cut caused liquid to intrude and deteriorate the cable, which may have caused a temporary imaging failure. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.